Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system indicated issues with the geo module kit. No further information regarding the issue has been provided. No service has been performed by philips since the service quotation was not accepted by the customer and it got expired. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the geometry module was damaged, which could affect movements. No harm has been reported to philips. Philips has started an investigation of this complaint.